Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2024. Additional information was requested, the following was obtained: the batch number uammx provided is invalid, please provide the correct batch number for activity mre. Uammax. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - was there any patient consequence? - how long was the delay? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - was there any change in the patient¿s post-operative care due to the prolonged procedure?--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on(B)(6)2024 and suture was used. During the suturing process by the physician, the suture broke, resulting in a prolonged patient visit time and poor medical experience. Immediately stop using and replace with new suture. There were no adverse consequences reported. Additional information was requested.